Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported row 3 of the keypad inoperable. The cause was determined during evaluation to be a dysfunctional keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the row 3 keys on the keypad to be inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.